Event description:
It was reported that one blade broke at the blade mount during a surgical procedure. It was also reported that no broken pieces fell into the surgical site and there was no clinically relevant delay to the procedure.

Manufacturer narrative:
The blade subject to this investigation was not returned to MFR for evaluation as yet. Product lot number info has not been provided to permit further investigation.